Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2012, inratio: 0.9, lab: 2.0. Pt's target therapeutic range is 2.0-3.0. Results done within minutes of each other.